Manufacturer narrative:
(B)(4). Two humeral bearing product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device was revised and which was implanted. The information for the both liners is as follows: item name: arcom xl 44-36 std hmrl brng. Catalog number: xl-115363. Lot number: 428730. Expiration date: mar 23, 2020. Manufacture date: mar 23, 2015. Item name: arcom xl 44-36 std hmrl brng. Catalog number: xl-115363. Lot number: 644110. Expiration date: jul 22, 2020. Manufacture date: jul 22, 2015. Concomitant medical products: 113627, comp primary stem 7 mm mini, 629100. 115313, comp rvsr shldr glnsp +3 36 mm, 381770. 115370, comp rvs tray co 44 mm, 951620. 115395, comp rvs cntrl 6.5 x 25 mm st/rst, 193750. 180550, comp lk scr 3.5hex 4.75x15 st, 850940. 180550, comp nlk scr 3.5hex 4.75x30 st, 617400. 180560, comp nlk scr 3.5hex 4.75x30 st, 438920. 180561, comp nlk scr 3.5hex 4.75x35 st, 458330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03370, 0001825034-2018-03371, 0001825034-2018-03372, 0001825034-2018-03369.

Event description:
It was reported that the patient underwent left total reverse shoulder arthroplasty and subsequently underwent a two part revision due to pain. Patient also reported swelling and limited mobility of the shoulder. The joint was drained due to inflammation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.